Event description:
It was reported that the pump shut off unexpectedly. This caused the customer¿s blood glucose level to exceed 500 mg/dl, with the specific value displaying as "high." To address the high blood glucose level, the customer administered a correction injection using manual insulin therapy. Customer continued to use current pump.